Manufacturer narrative:
(B)(4).to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia procedure and mesh was implanted. When the hospital opened the mesh package, they saw that there was some holes in the inner foil package. There were no reported patient consequences. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 11/29/2016. Visual inspection was performed with the naked eye and what appeared to be holes were found in the foil. The areas containing what appeared to be holes were inspected at 10x which confirmed that there were several small holes in the foil. The entire foil was extremely wrinkled and a section across the label on the foil appeared to have been scraped. This scraped area had a small hole. However, it is not likely that the holes were a manufacturing defect. It is not known where or how the damage to the inside foil occurred.

Manufacturer narrative:
Additional information has been requested and the following has been received: what type of hernia repair was being performed, indicate open or closed: open; where the holes noted in the packaging after opening the product: yes, after opening the outside package; please confirm that the product that was in the packaging with holes did not come in contact with the patient thus no actual patient consequences: confirmed; devices are one per box. Was the device in its original box and if yes was there any damage to the outside box which holds the foil pouch and device: yes, no; how was the product stored, was anything resting on top of the mesh packaging: nothing was rest on the top of packaging.